Event description:
An 0-vicryl CT-1 was opened onto the sterile field (vcp340). Initial observation of the suture did not have any apparent holes. After the suture was opened it was discovered that the suture package had a small hole in it. The error was recognized quickly, but the field was contaminated and supplies needed to be opened to maintain good sterile technique. We opened an additional suture, an extra pair of gloves, and remnants of ioban was used. This issue happened during a time in the case that was a little more intense than other times. We had just finished dissecting the kidney, the kidney was mostly closed, and we were finishing up the last bit of suturing left on the kidney. Having a delay during such an important part of the procedure could have potentially caused even further issue. Luckily we were able to adapt quickly, and no harm was caused to the patient.